Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Procode is krd/hcg. Initial reporter address: (B)(6). The healthcare professional reported that the 2.50mm x 3.50cm galaxy g3 mini coil (glm925035 / l16922) failed to be re-zipped / re-sheathed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.50mm x 3.50cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed with several kinked areas and in a twisted condition. No damage was observed on the coil introducer. A microscopic inspection was performed. The embolic coil was observed in stretched condition. No other damage was observed. A review of manufacturing documentation associated with this lot (l16922) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 2.50mm x 3.50cm galaxy g3 mini coil failed to be re-zipped / re-sheathed. Based on the condition of the returned device, the kinked areas on the dpu prevented the coil from being re-zippped. The reported issue was confirmed based on the condition of the returned device. The kinked areas on the dpu and the stretched condition of the embolic coil were likely caused by applied force. The complaint has limited information related to the procedure and the reported device issue as encountered during the procedure. The exact cause cannot be conclusively determined. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.50mm x 3.50cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 2.50mm x 3.50cm galaxy g3 mini coil (glm925035 / l16922) failed to be re-zipped / re-sheathed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in stretched condition. Based on the product analysis 5/21/2020, this event has been deemed MDR reportable as a ¿malfunction.¿